Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced recurrence, ongoing urge incontinence, dyspareunia, erosion, revision surgery, disfigurement, bowel obstruction surgery, pain and emotional distress. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml4072602, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.